Event description:
Per the clinic, the patient experienced facial nerve stimulation and roaring tinnitus with and without the device use. The patient also did not received auditory percepts and no benefit with the device leading to non use. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.